Event description:
A report was received that the patient will undergo a pocket revision due to communication difficulty. The patient's ipg is tilted sideways inside of the pocket.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed a visual test performed. The ipg and a test charger were coupled at a recommended distance and the ipg charged normally.

Event description:
A report was received that the patient will undergo a pocket revision due to communication difficulty. The patient's ipg is tilted sideways inside of the pocket.